Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
Sigma cr fixed bearing 2.5 10 mm insert broke into 2 pieces. The lip on underside of insert trial broke away from insert during removal from patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirmed the reported breakage. A complaint database search against the product code found previous investigations which determined the root cause was wear out due to heavy use. The root cause is being attributed to wear out. Based on wear out as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.